Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported condition. The damage to the display was confirmed as burn damage through observation of a photo provided by the customer. Evaluation determined that the only component damaged was the liquid crystal display (lcd) which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump screen appeared to be burned out. A photo was provided showing a burn spot on the display screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.